Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available. Additional information indicates that the scs patient underwent a revision procedure, during which the implantable pulse generator (ipg) was found to be nonfunctional. Postoperatively, the patient is doing well and reports satisfaction with the stimulation. In accordance with facility policy, the explanted device was retained and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available. Additional information indicates that the scs patient underwent a revision procedure, during which the implantable pulse generator (ipg) was found to be nonfunctional. Postoperatively, the patient is doing well and reports satisfaction with the stimulation. In accordance with facility policy, the explanted device was retained and will not be returned.